Manufacturer narrative:
The pump was received with normal operating currents. There was no unexpected low battery alarms noted. The pump was received with severely scratched display window, cracked case at display window corners, cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's device had a low battery life. No further information provided.